Event description:
Procedure type: tep. According to the reporter: the balloon failed to inflate when inserted to create the pre-peritoneum space. Surgeon noticed that there is no bulge under the skin when he pumped the inflator. When removed, the balloon failed to inflate too. There seems to be a leak somewhere. No sample was collected. Pt was involved but without injury. No medical intervention was required. Surgery time was not extended by 30 mins or more.

Manufacturer narrative:
(B)(4).